Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded high out of range impedance measurements on all channel. Technical services (ts) reviewed the device data and determined that all the leads were greater than 3000 ohms and the presenting electrogram (egm) did not indicate capture. Ts suspected that the device was replaced and the device was given to the patient but the transmission was not discontinued. No adverse patient effects were reported. This crt-d remains in service.